Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0ctwh, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. There was no known accident or incident related to the event. The symptoms had a gradual onset in (B)(6) 2015. The patient started noticing a return of symptoms and thought they might have a urinary tract infection (uti), but testing did not confirm a uti and the symptoms went away. The patient¿s symptoms had a sudden onset 4 days ago and since then the patient had been adjusting stimulation, but wasn¿t able to increase any higher as the stimulation was uncomfortable. The patient spoke with the manufacturer representative today. After several attempts the patient was able to get to the therapy screen. Typically the patient did not feel stimulation. The patient would have an appointment with their health care provider (hcp) in 3 days and the manufacturer representative told them to let them know if they should be at the appointment. It was further reported that there was a 50 percent or greater symptom control for the first 15 months after implant. The cause of the event was not determined. The patient was reprogrammed on (B)(6) 2015 and the manufacturer representative removed programs c1, c2, and c4 and replaced them with programs c5, c6, and c7. It was to be determined how the patient was doing and if they were receiving effective therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.